Event description:
Erroneous cbc {wbc, rbc, hemoglobin (hcb), platelet (plt)} results generated by the coulter hmx with autoloader analyzer. Per customer, the erroneous cbc results were generated in a secondary mode. The cbc results from the secondary mode were believed to be erroneous when compared with the results from the primary mode. The wbc results were: 6.0 x 10 3 cells/ul in the primary mode, and 4.4 x 10 3 cells/ul in the secondary mode. The rbc results were: 4.40 x 10 6 cell/ul in the primary mode, and 5.62 x 10 6 cells/ul in the secondary mode. The hbg results were: 13.0g/dl in the primary mode, and 10.7g/dl in the secondary mode. The plt results were: 242 x 10 3 cells/ul in the primary mode, and 355 x 10 3 cell/ul in the secondary mode. Based on available info, there was no affect to pt treatment.